Manufacturer narrative:
Philips service escalated the issue to remote support, but no fix was documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that curves were not visible on the monitor or in the exam room on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.